Event description:
It was reported to extremity medical on (B)(6) 2013 that the pt requested revision surgery to remove a carpalfix construct. Fusion was attained; however, surgeon could not remove the construct during revision surgery on (B)(6) 2013.